Event description:
Attorney reported: in (B) (6) 2003 - pt had a hernia repair surgery performed, and during such surgery, a bard/davol composix kugel hernia patch ref no. 0010201, lot no. 43 and 127, which included dual mesh technology and a memory recoil ring, was surgically implanted into pt's body. Since pt's initial hernia repair surgery, pt has undergone numerous (unspecified) additional surgery and hospitalizations due to complications associated with the defective mesh.

Manufacturer narrative:
Add'l lot# 127. We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all; pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.